Event description:
It was reported that during a da vinci-assisted diagnostic pulmonary wedge resection procedure, the surgeon elected to convert the case to open surgery due to an extracorporeal anastomosis. Intuitive surgical, inc. (Isi) contacted the surgeon of this procedure and additional information was obtained: the surgeon confirmed that the procedure was converted due to an extracorporeal anastomosis. The purpose of the extracorporeal anastomosis was not disclosed. Isi performed multiple follow-up attempts to obtain additional information. However, as of the date of this report, no further details have been received.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred in relation to the conversion to open surgery. Therefore, no product is expected to be returned. A follow-up MDR will be submitted if additional information is obtained. A system logs review was performed for this procedure: no relevant errors were observed during this procedure. This complaint is being reported due to the following conclusion: during a da vinci-assisted diagnostic pulmonary wedge resection procedure, the surgeon elected to convert the case to open surgery due to an extracorporeal anastomosis. The reason why the extracorporeal anastomosis was performed is unknown.